Manufacturer narrative:
Tracking# 49974. Endopath ets: based upon the info received & the visual examination, it was concluded that the instrument was returned with the anvil dislodged from the closure tube. When this condition exists pressing the release button will not open the instrument. The anvil was re-aligned & the instrument was cycled, fired, cut, & formed the samples within design spec. This report was originally reported as an rpo "record purpose only."

Event description:
It was reported the tsb35 was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate the jaw would not open after firing. It was opened manually. There was no consequence to the pt.